Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient received an inappropriate shock due to t wave oversensing as a result of low r wave amplitude. Boston scientific technical services (ts) reviewed electrograms and found that when the patient's rate increased the signals get even lower and difficult to distinguish from t waves. Further discussion with the clinic determined that a similar issue had occurred eight months earlier and the sensing vector had been reprogrammed at that time. Recent x-rays showed good system location. Ts suggested bringing the patient into the clinic for further evaluation. The patient was brought into the office where low sensing was noted. Subsequently a revision procedure was performed where the s-ICD and electrode were explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received an inappropriate shock due to t wave oversensing as a result of low r wave amplitude. Boston scientific technical services (ts) reviewed electrograms and found that when the patient's rate increased the signals get even lower and difficult to distinguish from t waves. Further discussion with the clinic determined that a similar issue had occurred eight months earlier and the sensing vector had been reprogrammed at that time. Recent x-rays showed good system location. Ts suggested bringing the patient into the clinic for further evaluation. The patient was brought into the office where low sensing was noted. Subsequently a revision procedure was performed where the s-ICD and electrode were explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported.